Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high power consumption and resultant premature battery depletion. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This report is being submitted to correct the patient code h6 field that was filed correctly on the first report, but inadvertently changed on the second most recent filed report. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to correct information that was inadvertently incorrect on the last filed report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery remaining was at three and a half years and there was concern over possible early depletion. Engineering analysis found that the device was depleting earlier than expected due to longer than expected charge times that exceeded the elective replacement indicator (eri) limit. Subsequently the ICD was explanted and replaced. No additional adverse patient effects were reported.